Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined.the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital discarded the device.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter (3max). During the procedure, thrombus migrated into the carotid terminus and there was occlusion of the left a2 segment. The relationship between this adverse event (cerebral thromboembolis) and the 3max is uncertain, however it is unrelated to the angiographic procedure and the index stroke. The patient was discharged with some residual deficits and showed improvement at follow-up.